Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lbb1892, lcb2411, lcb3102, lcb3151, lcb3152 and khb7581. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hepatocholangiojejunostomy procedure on (B)(6) 2017 and the absorbable adhesive barrier was placed under the abdominal wall at the end of the procedure; then horizontal surgical wound was closed. Ten minutes after, it was observed that brown fluid was drained and the re-laparotomy was performed before the completion of hepatocholangiojejunostomy because the surgeon suspected it was due to biliary leakage. The abdomen was re-opened and it was confirmed that the event was not due to biliary leakage but absorbable adhesive barrier which turned black. The device was replaced with another product. The surgical wound was closed and since the re-operation, the problem has not recurred. The surgeon opined that re-operation became necessary but it was not so serious. The patient left the hospital.

Manufacturer narrative:
Additional information was requested and the following was obtained: the diagnosis and indication for the initial surgical procedure? -hepatic duct jejunostomy, what were current symptoms following the index surgical procedure? Onset date? -nothing. Other relevant patient history/concomitant medications -nothing, but recovered completely from athuma 2 yrs ago. What is physician¿s opinion as to the etiology of or contributing factors to this event? -physician finally suspected the color change of the drain caused by interceed, since no colored fluid was drained after the removal of the interceed. Where was the interceed placed? -no information. Date the interceed was implanted? (B)(6) date the interceed was removed? (B)(6) what product replaced the interceed during the second procedure? -no information. What is the patient¿s current status? -the patient was restored.

Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # lbb1892, mfg. Date - (B)(6)2016; exp. Date - (B)(6)2021 batch # lcb2411, mfg. Date - (B)(6)2016; exp. Date - (B)(6)2021 batch # lcb3102, mfg. Date - (B)(6)2016; exp. Date - (B)(6)2021 batch # lcb3151, mfg. Date - (B)(6)2016; exp. Date - (B)(6)2021 batch # lcb3152; mfg. Date - (B)(6)2016; exp. Date - (B)(6)2021 batch # khb7581; mfg. Date - (B)(6)2016 ; exp. Date - (B)(6)2020 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.